Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 43-200 mg/dl. To address the low blood glucose level, the customer consumed carbohydrates.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed for the malf code 16 and the alleged issue was verified. The failure investigation for the low bg was completed, the reported issue was confirmed, but no failure was identified.